Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had a pocket revision. Two days later, it was reported that the only complaint from the patient was discomfort in the hip when the patient was seated. It was noted that there were no symptoms or complaints with the system itself. It was reported that the device was moved 10 centimeters superior to the existing pocket. The patient was doing well.